Manufacturer narrative:
Empty. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through, no functional test could be performed as the instrument was returned empty and fired through. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the procedure. There was no adverse consequence to the patient.